Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. The hub of the sample was returned for evaluation, but the catheter tubing was not returned. Observation of the returned part showed that the catheter tubing had detached and the clear strain relief was still in place. The cause of the issue was determined to be an operator not ensuring that the hub/tubing was installed tightly at the hub tubing collar interface. Informed the supervisor and relevant operators of the issue and showed them a picture of the sample. Awareness training was held for issue.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. There is no sample or photo available for evaluation. Without the sample to investigate, a cause of the issue cannot be determined. If a sample is returned in the future, a follow-up will be provided.

Event description:
While pulling out the catheter, the catheter separated and a part remained in the patients arm. The patient will be returning to surgery for removal.